Event description:
Related manufacturer reference number:2017865-2022-07054. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited sensing noise. Sensitivity was decreased and the lead was switched to unipolar, and the noise was no longer present. However, given that the patient is completely dependent, the decision was made to put a new lead in and cap the existing rv lead on (B)(6) 2022. The pacemaker was also prophylactically explanted due to advisory. There were no patient consequences or symptoms.